Manufacturer narrative:
H10: ahmet kaya, omer f nas, cuneyt erdogan (2019). Tunneled peritoneal catheter placement in palliation of malignant ascites: a study with two different types of catheters. Biomed research international, 30:2019:4132396. Doi: 10.1155/2019/4132396. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported malfunction issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article, in the journal "biomed research international" titled "tunneled peritoneal catheter placement in palliation of malignant ascites: a study with two different types of catheters", that sometime later post tunneled hemodialysis catheter placement in the right lower quadrant, out of eight patients, there was one occurrence of catheter malfunction due to existence of septa. It was further reported that the catheter was removed. There was no patient injury.